Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that a steinmann pin broke off in the patient's left proximal tibia. The surgeon was able to retrieve the pin.